Event description:
Mindray ds USA inc's distributor in (B) (4) advised a company rep that while the as3000 anesthesia system was being set up for display during the anesthesia congress at the (B) (4) hotel in (B) (4), the caster mount broke, and the wheel came off the unit. No injury was reported.

Manufacturer narrative:
Mindray ds USA, inc identified an issue with the die cast of the aluminum caster mount. We have initiated a field correction to replace the affected caster mounts. FDA's (B) (4) office has been notified of the field correction (B) (4). The distributor was advised of this action via customer notification letter dated march 5, 2010. Replacement caster mounts are being provided to the distributor.